Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. Visual examination of the returned sample revealed that there were two staples partially formed and stuck in the mouth of the cover block. Two staples were also misaligned behind them. The stapler was returned with 27 staples remaining in the cover block, indicating that the customer fired at least 8 staples. The trigger was returned engaged. Clear evidence of use in the form of biological material was present on the device. Proper functional inspection could not be performed due to the severity of the staple misalignment. Upon engagement of the trigger, no staples fired. The partially formed staples were removed, and the stapler was fired again, but no staples formed. It appeared that the misalignment of the staples prevented the staples from firing. The stapler was disassembled, and it was confirmed to have been assembled correctly. The bottom component was observed to have scrapes in the molding near the mouth. Several actions were taken to address this issue as part of a non-conformance, which was closed on 24-apr-2025. A device history record review was performed, and no relevant findings were identified. The reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. Visual examination revealed that the two partially formed staples stuck at the mouth of the cover block and two staples behind them that appeared to be misaligned. Upon functional inspection, the misalignment of the staples prevented the stapler from firing. The sample was disassembled. Die casting anomalies on the forming tool and the bottom component was observed to have scrapes in the molding near the mouth of the stapler. Several actions were taken to address this issue as part of a non-conformance, which was closed on 24-apr-2025. The sample was manufactured prior to these actions on 02-aug-2023. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that prior to use, "staple jamming". No patient involvement.

Event description:
It was reported that prior to use, "staple jamming". No patient involvement.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.